Event description:
It was reported that during a scheduled preventive maintenance the console started smoking. There was no procedure or patient involved. It was noted that the power supply needs to be replaced.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The replaced power supply board was returned to the manufacturer and failure analysis was completed. A visual inspection found that the cover is bent and resistor 78, 89 were found to be damaged and burnt. The wire e12 had burn marks but there was no damage found in the insulation. The complaint smoke was confirmed based on the return of the power supply board and resistor r78 and r89 were found to be damaged and burnt. The cause was traced to a component failure.

Event description:
It was reported that during a scheduled preventive maintenance the console started smoking. There was no procedure or patient involved. It was noted that the power supply needs to be replaced.